Event description:
It was reported that this right atrial (ra) lead was exhibiting high capture thresholds. This patient was admitted to the hospital and a x-ray was taken. No additional adverse patient effects were reported. Currently, this lead remains in service.